Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited fluctuating high out of range (OOR) shock impedance measurements above 125 Ohms. Technical Services (TS) was consulted and reviewed possible reasons for the exhibited behavior. No adverse patient effects were reported. This right ventricular (RV) lead remains in service.

Manufacturer narrative:
THIS PRODUCT WAS MANUFACTURED PRIOR TO IMPLEMENTATION OF UNIQUE IDENTIFIER (UDI) REQUIREMENTS AND AS A RESULT, THE COMPLETE UDI IS NOT AVAILABLE. APPLICABLE US PRODUCT DATA HAS BEEN INCLUDED IN THIS REPORT. THIS PRODUCT INVESTIGATION IS STILL IN PROGRESS. THIS REPORT WILL BE UPDATED WHEN PRODUCT INVESTIGATION IS COMPLETE.

Event description:
IT WAS REPORTED THAT THIS IMPLANTABLE CARDIOVERTER DEFIBRILLATOR (ICD) SYSTEM EXHIBITED FLUCTUATING HIGH OUT OF RANGE (OOR) SHOCK IMPEDANCE MEASUREMENTS ABOVE 125 OHMS. TECHNICAL SERVICES (TS) WAS CONSULTED AND REVIEWED POSSIBLE REASONS FOR THE EXHIBITED BEHAVIOR. NO ADVERSE PATIENT EFFECTS WERE REPORTED. THIS RIGHT VENTRICULAR (RV) LEAD REMAINS IN SERVICE.

Manufacturer narrative:
Correction to section H11 conclusion code from Cause Not Established, to Cause Traced to Device Design. This product was manufactured prior to implementation of Unique Identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable US product data has been included in this report.